Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, visual analysis showed both the handle and the capsule closed and the nosecone over captured by the capsule. The end cap was received slightly separated and the catheter shaft appeared bent. Delamination was evident to the proximal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house 29 mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported misload could not be confirmed through analysis. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a fluoroscopy check, a misload was detected and overlap was noted touching the fourth node with the transcatheter aortic valve. A new valve, delivery system, and loader were used to load a new valve without issue.